Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt age and weight: unk. Implant and explant dates: n/a. (B)(4). Device evaluated by the manufacturer? No. Device was not returned. Conclusion: (conclusion not yet available) evaluation is in progress. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-ni2 19.0d preloaded injector on (B)(6) 2015. When handling the rod of the device, the rod became tough to push and the lens became blocked. No patient contact.

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).